Event description:
The patient reported that the "down" arrow button is stuck and that the pump was not responding to its presses. There was no moisture found in the battery compartment and there are no signs of visible keypad damage. The patient stated that the buttons felt normal.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.